Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer advised to separate each instrument and separate bipolar as far as possible. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a capacitance coupling between monopolar and bipolar. It can be resolved by separate each instrument and separate bipolar as far as possible.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) when using monopolar the bipolar side fried a little during the procedure. The tse explained to them the possibility of capacitance coupling between monopolar and bipolar. The tse advised them that separate each instrument and separate the bipolar as far as possible. They understood and the system was working fine there were no error on the error log. The procedure was completed as planned and with no reported injury.

Manufacturer narrative:
Additional information: during a da vinci-assisted partial nephrectomy procedure, a thermal injury to the colon serosa tissue occurred when energy activated from the monopolar curved scissors (mcs) instrument was inadvertently delivered through the fenestrated bipolar forceps (fbf) instrument. The instruments were inspected prior to use and there were no abnormalities or damage noted. A thermal injury was noted while the mcs instrument was cutting membranous adhesions between the colon and the abdominal wall, and the fbf instrument was grasping thin membranous tissue. It is speculated that the monopolar energy was not adequately dispersed throughout the body and was instead concentrated at the tips of the fbf instrument. No collisions with other instruments or arcing were observed during the procedure. To address the thermal injury, a single reinforcement suture was applied as a precaution. A backup instrument was utilized, and the procedure was completed robotically without further complications. Intuitive surgical, inc. (Isi) received the fbf instrument to perform failure analysis; results are pending investigation. A review of images provided by the customer was performed. One image shows the the housing of the fbf instrument. Another image appears to show the distal end of the instrument. No conclusions can be determined from the images provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h3, annex codes: c, d. Device evaluation: intuitive surgical inc. Received the fenestrated bipolar forceps instrument for failure analysis. The instrument was tested on an in-house system and passed both recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and successfully delivered energy across various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional, and no product issues were identified.

Event description:
Refer to h11 for follow-up information.